Manufacturer narrative:
(B)(4). A service history review determined that the device has been previously sent into service for the reported condition of "battery low alarm." During previous service the battery was replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported by the baxter service technician that a flo-gard infusion pump experienced a low battery alarm during device evaluation, interrupting delivery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of battery low alarm. The root cause was determined to be a depleted main battery. The main battery was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.